Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as the extensive prior tooth history of intervention and dental treatments, may have played a role in the need for root canal therapy.

Event description:
On january 27, 2017, a dentist reported the case of a female patient who required root canal therapy on tooth #19. This tooth had received a lava ultimate crown on (B)(6) 2012, on a tooth that had undergone extensive prior dental treatment, including a crown lengthening procedure. Between (B)(6) 2013, this lava ultimate crown debonded multiple times. A new lava ultimate crown was made and placed on (B)(6) 2013. On (B)(6) 2013, this tooth required root canal treatment because of a reported toothache and swelling.